Event description:
An insulet clinical services manager reported that a patient was hospitalized for hyperglycemia, but had no further information to provide. A call was made to the patient to gather information but she was unavailable. A message was left asking her to call back when she is better. A call was received from (B)(6), the (B)(6) at (B)(6) hospital reporting that the patient had actually been admitted for diabetic ketoacidosis and did not want to remove the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia, diabetic ketoacidosis and hospitalization. No qualification records could be reviewed because no product lot number was reported. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but your are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."